Event description:
It was reported the customer was experiencing low blood glucose. The customer also stated their insulin pump did not alert them of the low. The customer' blood glucose was 40 mg/dl. Customer's low blood glucose was treated with food. Customer stated they had received too much insulin, causing their low. The customer also reported their sensor glucose reading was 55 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).